Event description:
It was reported that the patient's implantable loop recorder was oversensing when set at 0.05mv sensitivity. It was also reported that the device maybe undersensing as it listed 701 asystole events that were not believed to be real. Assistance was requested determining how to program the device. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.